Event description:
Reporter indicated that vns pt passed away due to cardiac arrest. Autopsy was not performed. Certificate of death lists cardiopulmonary arrest, heart failure, multiple myocardial infarctions as cause of death. The pt died at his residence. The pt experienced a >50% reduction in seizures with the vns therapy and was receiving therapy at the time of death. There is no evidence of this time that the vns therapy system caused or contributed to the reported event.